Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophageal variceal ligation procedure performed on (B)(6) 2021. It was reported that the patient underwent a gastroscopy procedure, and it was found that the patient had a ruptured esophageal variceal hemorrhage. Consequently, an esophageal variceal ligation procedure was performed, and a speedband superview super 7 device was then setup accordingly. It was reported that there was no difficulty experienced upon setting up the device; however, the bands could not be deployed after aspiration resulting in a worsening of the patient's already ruptured esophageal varices. It was reported that the ligation was immediately stopped, and the bleeding was stopped using and injection of poly cinnamyl alcohol. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.